Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an intervention, the balloon ruptured and could not be used. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture was confirmed. The outer member was noted to be scratched. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement, interaction with the anatomy and/or other devices resulted in the noted scratched outermember and thus ultimately resulted in the reported material rupture as the compromised device was inflated. There is no indication of a product quality issue with respect to manufacture, design or labeling.